Event description:
The customer reported that during treatment of a patient in the catheterization lab, the adult adapter plate, from the hard paddles assembly, fell off following a few successful defibrillation shocks. The hard paddles assembly was no longer able to deliver defibrillation therapy properly to the patient. The hospital staff brought in a back-up defibrillator with an approximate delay of one (1) to two (2) minutes. The hospital staff continued patient care and the patient did not suffer any adverse effects from the reported failure.

Manufacturer narrative:
(B)(4). The device was evaluated by the hospital's biomedical engineering staff and the adult adapter plate was replaced on the hard paddles assembly. Proper device operation was observed through functional and performance testing and the device was then returned to the end user for use. The device will not be returned to physio-control for evaluation.